Event description:
It was reported that renasys go is used for ulceration in stomach area and it's been giving full blockage alarm and patient already did everything. Patient was instructed to turn off therapy and power down the device, and then plug the renasys go pump to electrical power, and then power the pump back on and restart therapy. After the patient performed first step, the "canister full blockage alarm" did not get resolved. Patient confirmed that dressing and soft port were compressed and the device has always been in an upright position. Nurse instructed patient to disconnect at quick click connector, left cap open on the device side, and closed end of other tubing with tethered cap (soft port side). After the patient performed this last troubleshooting step, full blockage alarm got resolved. Informed the patient that since alarm condition was resolved, the blockage is present within the soft port or dressing side and per clinical guideline, this needs to be reassessed and replaced. There was no backup device available. No further information is available

Manufacturer narrative:
D10, g4, h2, h3 and h6. The device intended for use in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. Complaint history for the reported failure mode and part number could not be carried out as no product identification was provided. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. This investigation has now been closed and recorded as insufficient information to determine a root cause, therefore no corrective or preventative actions are required.